Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified superficial femoral artery. The 6x120 fox sv balloon catheter was advanced to the lesion without resistance felt. The balloon was inflated to 14 atmospheres; however, the middle of the balloon did not inflate and had a waist. The balloon catheter was pulled back as it was thought the waist was due to the calcified lesion; however, when inflated again, the balloon still had a waist. The balloon catheter was removed from the patient and inflated outside on the table and the balloon was observed to have a waist and was twisted. A new fox sv balloon catheter was used successfully to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported inflation issue with irregular appearance or balloon waist was not able to be confirmed. The reported balloon twisting was confirmed. Based on a visual and functional inspection of the returned devices, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.